Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a revision surgery, the tip of a gii articular inserter/extract broke when attempting to seat the poly insert onto the tibial base plate. All metal pieces were located and removed from surgical site. Surgery was resumed, after a non-significant delay, with a s+n back-up device. The patient was not injured as a consequence of this problem.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, during a patella revision with liner exchange, the inserter/device broke when attempting to seat the poly insert onto the tibial base plate; however, all metal pieces were reportedly located and removed from the surgical site without patient injury followed by completion of the procedure with a s+n back-up device within a 0-30 minute surgical extension. As of the date of this medical investigation, the requested medical documentation has not been provided. Without the requested clinical documentation, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported device breakage, foreign body retrieval, use of backup device and surgical delay cannot be determined. No further medical assessment could be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.